Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the hip implant. The reason for the revision was due to trauma caused by a fracture attributed to a fall.

Manufacturer narrative:
Investigation results: the complaint was received into the (B)(4) with notification that no products would be returned for investigation. Following receipt of patient x-rays and medical notes, it was transferred to bioengineering for investigation (B)(4) 2013. Etq complaints database searched on product lot z5bfm1000 identified no previous complaints. A report was received from bioengineering (B)(4) 2013 advising: conclusion: root cause: unjustified with respect to the implant. From the information above there was a peri-prosthetic fracture several weeks after the primary surgery necessitating revision of the stem. The reason for initial implantation of the stem was a femoral neck fracture following a fall. Peri-prosthetic fractures are a known risk post surgery. It is unlikely there is a fault with the implant in this case. Post market surveillance is per (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.